Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone jaw ripped and had to be removed from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise (B)(4). Autonumber # cs-cpl-(B)(4). The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, as well as blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the tip of the cold jaw to the middle portion of the cold jaw was peeled away from the cold jaw, exposing the metal portion of the cold jaw. The peeled silicon was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" and the analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone jaw ripped and had to be removed from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.